Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a bypass coronary surgery, during anastomosis, 45 minutes into the procedure, using the single suture technique, the thread of 4 to 5 sutures broke. The surgical time was extended for 35 minutes and caused delay for subsequent surgeries. Another device from another manufacturer was used to complete the case. There was no patient injury.